Event description:
The device was evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device is not reported to be in patient use. During the evaluation of the device, at a third-party service center the device was visually inspected and found evidence of foam degradation. Additionally, the device's d/c connector was during the evaluation, foam particles were observed, and the device's motor blower, blower bellow and flow sensor assembly need to be replaced to address this issue. No further investigation is required at this time. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.